Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal device change-out the lead was explanted due to oversensing. Lead anomaly suspected. The lead was capped and replaced. The patients condition was good after the procedure.